Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of rebu2262 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported to medical services that the patient reported that he had a powerpicc 4 fr inserted yesterday for antibiotics administration. The device was inserted at the local hospital. Patient stated it was used for one antibiotic infusion and is now blocked. He is unsure if the nurse used heparin. Advised the patient to talk to the nurse about returning to the facility where it was placed so they can determine the cause of the occlusion. No patient injury was reported.